Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure the farawave 31 mm - us catheter was selected for use, fluid leak was observed from the flush lumen connection to the catheter side. No damage to the luer. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was found to be separated from the luer. With the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported event was confirmed.

Event description:
It was reported that during preparation for a pulse field ablation procedure the farawave 31 mm - us catheter was selected for use, fluid leak was observed from the flush lumen connection to the catheter side. No damage to the luer. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned.